Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire has received the suspect user interface module (uim) but it is still under investigation. The completed investigation will be included in a follow-up report.

Event description:
The customer reported an blank display on this ventilator. The customer stated this event was not associated with a patient event.

Manufacturer narrative:
The vyaire failure analysis (fa) group received the suspect user interface module (uim) for an evaluation. The fa group performed power cycle startup, physical and visual inspection of the internal uim components, which found no anomalies. The fa was not able to duplicate the reported event by the customer. At this time no component root cause could be determined. This issue will be internally investigated within vyaire.